Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Review of real-time egm noted that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.